Event description:
The armadillo device was put into support mode (saline was removed). Blood was visualized in the balloon hub of the device indicating the balloon likely ruptured. The device was removed and exchanged for a new armadillo catheter.